Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds and was found dislodged via fluoroscopy during the revision procedure performed to replace it. The ra lead was explanted and replaced with an alternate to solve the issue. No additional adverse patient effects were reported.